Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alert for out-of-range (oor) / high rv defibrillation coil impedance when the impedance level exceeded the programmed upper alert level. Additionally, it was noted that the lead displayed intermittent undersensing on stored ventricular tachycardia non-sustained (vt-ns) episode. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.